Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) passed away while connected to the fresenius cycler. There were no reported allegations that the death was related to any issues with the cycler or any other fresenius products. An additional follow-up call was made to the reporting nurse who stated the patient expired on (B)(6) 2022 during an unknown phase of pd treatment with the fresenius cycler. It was reported the patient expired in his sleep and was found the next morning. Emergency medical services (ems) was called to the patient¿s home. However, the patient was pronounced deceased without any resuscitation efforts and not taken to the hospital. Per the nurse, the patient had complaints of back pain and shortness of breath and not feeling well the day prior to the event. According to the nurse, the patient refused to see a doctor. The patient also has pre-existing comorbid conditions of end stage renal disease (esrd), type 2 diabetes mellitus (dm), chronic red cell aplasia, and essential primary hypertension. The nurse reported that there were no fresenius cycler malfunctions or untoward events with the pd treatment related to the death. The patient has been completing pd treatment on the cycler without any adverse effects. The nurse indicated the fresenius cycler is not suspected in any way to have caused the patient¿s death. It was stated the cycler was pending pick up from the pd clinic to returned to manufacturer. The patient¿s death certificate not available at the time follow-up was conducted. However, the nurse stated that no autopsy will be performed and that the coroner reported that the death was due to a cardiac event. The patient¿s death certificate not available at the time follow-up was conducted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. Patient¿s with esrd have mortality rates significantly higher than the general population. The patient¿s the patient had several comorbid conditions which increase mortality including esrd, dm, hypertension, and chronic red cell aplasia. Moreover, it was reported the patient had symptoms of back pain and shortness of breath developing the day prior to death and did not seek medical evaluation. Based on the reported information, the exact cause of the patient¿s death cannot be determined. However, per verbal report from coroner¿s office, the death was likely attributed to an unspecified cardiac event. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. Currently, there have been no reported allegations nor is there objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death.

Event description:
On 17/nov/2022, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) passed away while connected to the fresenius cycler. There were no reported allegations that the death was related to any issues with the cycler or any other fresenius products. An additional follow-up call was made to the reporting nurse who stated the patient expired on (B)(6) 2022 during an unknown phase of pd treatment with the fresenius cycler. It was reported the patient expired in his sleep and was found the next morning. Emergency medical services (ems) was called to the patient¿s home. However, the patient was pronounced deceased without any resuscitation efforts and not taken to the hospital. Per the nurse, the patient had complaints of back pain and shortness of breath and not feeling well the day prior to the event. According to the nurse, the patient refused to see a doctor. The patient also has pre-existing comorbid conditions of end stage renal disease (esrd), type 2 diabetes mellitus (dm), chronic red cell aplasia, and essential primary hypertension. The nurse reported that there were no fresenius cycler malfunctions or untoward events with the pd treatment related to the death. The patient has been completing pd treatment on the cycler without any adverse effects. The nurse indicated the fresenius cycler is not suspected in any way to have caused the patient¿s death. It was stated the cycler was pending pick up from the pd clinic to returned to manufacturer. The patient¿s death certificate not available at the time follow-up was conducted. However, the nurse stated that no autopsy will be performed and that the coroner reported that the death was due to a cardiac event. The patient¿s death certificate not available at the time follow-up was conducted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as received) simulated treatment was performed and completed without failure. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 17/nov/2022, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) passed away while connected to the fresenius cycler. There were no reported allegations that the death was related to any issues with the cycler or any other fresenius products. An additional follow-up call was made to the reporting nurse who stated the patient expired on (B)(6) 2022 during an unknown phase of pd treatment with the fresenius cycler. It was reported the patient expired in his sleep and was found the next morning. Emergency medical services (ems) was called to the patient¿s home. However, the patient was pronounced deceased without any resuscitation efforts and not taken to the hospital. Per the nurse, the patient had complaints of back pain and shortness of breath and not feeling well the day prior to the event. According to the nurse, the patient refused to see a doctor. The patient also has pre-existing comorbid conditions of end stage renal disease (esrd), type 2 diabetes mellitus (dm), chronic red cell aplasia, and essential primary hypertension. The nurse reported that there were no fresenius cycler malfunctions or untoward events with the pd treatment related to the death. The patient has been completing pd treatment on the cycler without any adverse effects. The nurse indicated the fresenius cycler is not suspected in any way to have caused the patient¿s death. It was stated the cycler was pending pick up from the pd clinic to returned to manufacturer. The patient¿s death certificate not available at the time follow-up was conducted. However, the nurse stated that no autopsy will be performed and that the coroner reported that the death was due to a cardiac event. The patient¿s death certificate not available at the time follow-up was conducted.